Event description:
Information received indicates the foot end casters will not hold.

Manufacturer narrative:
The technician found the casters were broken. The technician replaced the casters to repair the bed.